Manufacturer narrative:
Ts reviewed the s-ecgs and found small artifacts remained in the secondary vector, although not to the extent as was seen in the stored episode. Ts reiterated the device should remain in primary for another week. The device remains in service. This report will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to noise that was oversensed. The patient was hospitalized and the device was programmed off until the cause of the noise could be determined. Device data was submitted to technical services (ts) and engineering for review. The episodes showing noise were consistent with other cases where air entrapment was present at the device to electrode connection and resolved itself after two to three weeks. The physician performed pocket manipulation and other troubleshooting in effort to recreate the noise; no noise was recreated and the sensing vector was programmed from secondary to primary. Additional evaluation was planned during future follow-ups. No adverse patient effects were reported.